Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 55 mm thoracic abdominal aneurysm. It was reported that when the patient returned for follow up approximately 2 years 2 months later, distal expansion of the aneurysm was reported. Intervention was carried out two days later, with an extension implanted distally to seal the aneurysm. As per the physician, the cause of the event was not device related. No additional clinical sequelae were reported and the patient is fine.